Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary : the reported issue that the system error code 133.6080 displayed on the screen of the pcu was confirmed in the log review and was observed during testing. The pcu did not reproduced the reported error code 133.6080 (backup speaker failure) during initial testing. Following initial testing, alaris system maintenance software v12.5 was used to perform preventive maintenance (pm). After performing preventive maintenance, the pcu was connected to ac power and turned on. The pcu reproduced the reported error code 133.6080. Since there were no observations of battery conditioning being performed, conditioning was performed and the pcu was turned on again and a one-hour infusion was performed. No error codes or malfunctions were displayed. The system error code 133.6080 can occur when the super capacitor (c245) on the logic board is discharged and the pcu is not connected to an ac power source for an extended period. Leave the pcu power cord connected to a hospital grade ac power source whenever available. The main battery is intended as a backup system. Charging the main battery will also function to charge the super cap and reduce occurrences of error code 133.6080. A review of the suspect pcu error log showed error code 133.6080 occurred on 20 september 2024 at 7:58am. The pcu error log recorded the reported error code 133.6080 (backup speaker failure) three (3) times on 26 may 2024; five (5) times on 29 may 2024, one time on 19 sep 2024 and one last time on 20 sep 2024 (date event). The device was reported with no patient involvement. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center device was opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had error code 133.6080. There was no patient involvement.